Manufacturer narrative:
MDR 3003442380-2026-46467 / initial 5 of 5. Name tandem, country: united states of america, street 11045 roselle street, line 2 suite 200, city san diego, state california, zip code 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient¿s five infusion sets patch did not stick to skin upon insertion.